Event description:
It was reported that despite delivering corrections, the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod would be applied.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The exposed needle did not effect the ability of the pod to deliver insulin to the patient. The data extracted from the device revealed an 0x18 alarm, indicating that the reservoir was empty. The reservoir was observed to be emptied. The device was received partially deployed. The pink slide insert was visible through the viewing window. Formed needle was observed to be extending beyond the needle well. Upon opening the pod, the needle was observed to be dislodged from the slide retract. Damage was found to the slide retract indicating the incorrect installation of hard cannula. The incorrectly installed hard cannula caused the slide retract damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.